Manufacturer narrative:
As reported, there was discolored fluid in the battery compartment of the bard/davol hydrosurg plus irrigator that was noted following the procedure. As reported the sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol hydro-surg irrigation device was used. It was reported that at the end of the procedure, a discolored fluid from battery housing was noted. It was reported that the device worked during the procedure and there was no reported patient injury.